Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the corners, the right plunger case was cracked, and the battery door was broken. A review of the event history log identified auxiliary control unit (acu) watchdog failure, acu power strobe failure and background self-test timeout. During the functional testing the reported issue was unable to be duplicated. The main board does not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed power up process, preventative maintenance, and all functional tests which passed., corrected data: d1.

Event description:
Oracle ro: (B)(4) power fluctuation issues.